Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Armpads are damaged and torn and are exposing sharp metal and material that is not safe for the patient to rest her arms on while operating chair.